Manufacturer narrative:
Initial.

Event description:
It was reported that during a supply change the user encountered an ¿unable to proceed¿ message during fill tubing when the ilet had no insulin cartridge installed, the cartridge contained an air bubble, and the pitchfork was not fully seated into the anchor piece, resulting in no observed drops until the connection was corrected and the air bubble was removed; after rewinding the pump and properly connecting components, drops were observed, a new infusion set was placed, and the cannula was filled. Symptoms included no drug delivery due to occlusion-like condition during setup. Outcomes included temporary interruption of insulin delivery without injury or hospitalization, followed by successful completion of the setup. Investigation included product troubleshooting and user guidance to rewind, reseat the pitchfork into the anchor, and purge air from the cartridge and tubing. Investigation of this case revealed user setup issues involving an incompletely inserted pitchfork connection and an air bubble in the cartridge, which created a blockage condition during priming consistent with an occlusion during fill, resolved by correcting the connection and removing air. It was concluded, based on previously established findings for similar reports, that the cause was user setup error leading to transient flow obstruction during priming.